Manufacturer narrative:
Product ID 37744 serial# (B)(4); product type programmer, patient product ID 355531 lot# n347326; product type screening device product ID 365538 lot# n333148 implanted: 2012 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that after implant the representative worked on reprogramming twice. The patient stated that after the second reprogramming session, she started to have trouble. The patient reported that when she changed positions, therapy surged from 3.5 volts to 6. Surging also occurred when the patient changed from sitting to standing. There was no specific timeframe for this issue. The patient adjusted the setting to 3.5 volts for all the programs.

Event description:
It was reported that when the stimulation went up it hurt the patient a lot.

Event description:
It was reported that the patient experienced a ¿shooting sensation.¿ the patient stated that when she sits on the toilet or is walking, she feels the stimulation shoot up her back ¿like the stimulation level increases.¿ the patient noted that this occurs randomly and doesn¿t occur every time she gets into those positions, but lately it had occurred every time she sat on the toilet. The symptoms began about two weeks ago. The patient had the adaptive stimulation feature active, and when she felt the shooting sensation, the patient turned down stimulation which helped.

Manufacturer narrative:
(B)(4).